Manufacturer narrative:
The blue stapler 45 reload involved with this complaint has not been returned for evaluation. The lot number of the blue stapler 45 reload is also unknown. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, fragments from a blue stapler 45 reload allegedly fell inside the patient and were not retrieved. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, a blue stapler 45 reload was fired and fragments from the blue plastic area of the reload allegedly broke off inside the patient and were not retrieved. On 17-apr-2018, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: during the surgical procedure, ¿tiny flecks¿ from the blue stapler 45 reload allegedly fell inside the patient. The surgeon indicated that the reload fragments were no bigger than 2 mm in size. Due to the size of the reload fragments, the surgeon reportedly did not add this information to her dictation. That same day, isi also contacted the surgeon¿s first assistant. The first assistant described the reload fragments as ¿specks¿ and ¿shavings¿ that were too small to retrieve. According to the first assistant, they did not believe the reload fragments would cause any harm.